Event description:
Arthrex surefire scorpion needle broke at notch approx. 3mm from tip.====================== manufacturer response for needle, rotator cuff repair device, surefire scorpion needle======================or materials manager has notified the rep.